Manufacturer narrative:
Catalog #: kcfw-8.0-38-40-rb-blkn-hc. (B)(4). The event is currently under investigation. (B)(4). The event is currently under investigation.

Event description:
During a stenting crossover with another manufacturer's stent on a male patient, the introducer was pushed through the crossover to place a stent. The injection site was heavily scarred. The doctor used a catheter and wire from another manufacturer. (A more definitive detail statement could not be provided because the doctor did not know exactly which catheter was used during the procedure). As the stent was placed, the doctor wanted to withdraw the introducer; however, it proved difficult as he had to draw heavily on the introducer. After pulling the check flo valve, the sidearm and the valve broke from the introducer. A section of the device did not remain inside the patient's body. According to the initial reporter, the patient did not require any additional procedures nor experience any adverse effects due to this occurrence.

Manufacturer narrative:
(B)(4). Investigation - evaluation: during the course of investigation, a dimensional verification, along with a review of the complaint history, instructions for use (IFU), manufacturing instructions (mi), quality control (qc), trends and a visual inspection of the returned product was conducted. The visual examination revealed the sheath had separated at the proximal end; which was likely caused by the hemostats used to remove the device from the patient. It was also noted that the flare appears wrinkled and was folded over the proximal end of the sheath. The flare appeared concentric and even; it was of the appropriate size with no marks from inadequate seating into the fitting. The process for fitting attachment has been validated to the minimum tensile strength requirements. Manufacturing instructions are in place, ensuring the integrity of the device. Per specification, quality control personnel confirms the flare on the proximal end of sheath is caught securely in proximal fittings and that the sheath does not rotate in cap fitting. It is also verified that the coils in the sheath continue into cap. Per the provided instructions for use (IFU), it is instructed, "withdraw the sheath and dilator as a unit." It is also warned, "before withdrawing the sheath through tortuous anatomy, insert the introducer dilator to avoid possible breakage," and the precaution, "the maximum diameter of the instrument or catheter to be introduced should be determined to ensure its passage through the introducer. All instruments or catheters used with this product should move freely through the valve and sheath. Damage to the valve/introducer may result when fit is tight." Based on the inspection of the flare, the device likely experienced forces beyond its design. The appropriate internal personnel have been notified, and we will continue to monitor for similar complaints. Per the health risk assessment, no further action is required at this time.

Event description:
During a stenting crossover with another manufacturer's stent on a male patient, the introducer was pushed through the crossover to place a stent. The injection site was heavily scarred. The doctor used a catheter and wire from another manufacturer. (A more definitive detail statement could not be provided because the doctor did not know exactly which catheter was used during the procedure). As the stent was placed, the doctor wanted to withdraw the introducer; however, it proved difficult as he had to draw heavily on the introducer. After pulling the check flo valve, the sidearm and the valve broke from the introducer. A section of the device did not remain inside the patient's body. According to the initial reporter, the patient did not require any additional procedures nor experience any adverse effects due to this occurrence.